Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava filter. The indication for filter placement is not available. The filter subsequently malfunctioned including, but not limited to, migration of the inferior vena cava (ivc) filter, tilting and perforation of the inferior vena cava contributing to the patient¿s death. Based on the information available, there is not enough information to relate the patient¿s demise to the device. The device is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, migration of the inferior vena cava (ivc) filter, tilting and perforation of the inferior vena cava contributing to the patient¿s death. Based on the information available, there is not enough information to relate the patient¿s demise to the device.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, migration of the inferior vena cava (ivc) filter, tilting and perforation of the inferior vena cava contributing to the patient¿s death. Based on the information available, there is not enough information to relate the patient¿s demise to the device. Per the implant records, the patient was reported to have a preoperative diagnosis of gastrointestinal (gi) bleeding and underwent an inferior venacavogram and filter placement. The venacavogram findings were normal. Approximately two years and eight months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated to evaluate the ivc filter. The scan reported an intact ivc filter with the superior tip situated approximately 1.5cm below the junction of the right renal vein and ivc, and approximately 1.7cm superior to the lower most portion of the left renal vein where it joins the ivc. The filter appears intact and not abnormally tilted within the ivc lumen. Incidental findings included basilar subsegmental atelectasis, an irregular soft tissue mass involving the pancreas, previous cholecystectomy, shunt tubing in position bilateral renal cysts and calcific aortoiliac atherosclerosis. According to the information received in the patient profile form (ppf), the patient is deceased. A death certificate without the cause of death was provided for review. The next of kin reported becoming aware of ivc perforation and tilting of the filter approximately two years and eight months post implant.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned including migration of the filter, tilting and perforation of the ivc contributing to the patient¿s death. Per the implant records, the indication was gastrointestinal (gi) bleeding. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. Approximately two years and eight months post implant, CT scan revealed an intact ivc filter with the superior tip situated approximately 1.5cm below the junction of the right renal vein and ivc, and approximately 1.7cm superior to the lower most portion of the left renal vein where it joins the ivc. The filter appears intact and not abnormally tilted within the ivc lumen. Incidental findings included basilar subsegmental atelectasis, an irregular soft tissue mass involving the pancreas, previous cholecystectomy, shunt tubing in position bilateral renal cysts and calcific aortoiliac atherosclerosis. Per the patient profile form (ppf), the patient is deceased and a death certificate without cause of death was provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event of death is not possible. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.